Event description:
Reporter indicated a vns therapy patient's device was disabled because it was believed it was not working. A battery life calculation revealed the patient's vns generator is 1.26 years until the elective replacement indicator reads "yes." Good faith attempts to obtain additional information have not been successful to date.